Event description:
The external pulse generator was returned to the manufacturer for preventative maintenance, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the battery contacts are compressed. Analysis also found the lower case, battery drawer, battery drawer o-ring, and heart lead flex are contaminated. Side bail covers, ring cover, side bails, and ring are missing. Keyboard is scratched and the upper case is broken. (B)(4).